Event description:
It was reported that the filter limbs of an ivc filter failed to open upon deployment at the intended treatment site. An attempt to remove the filter was not performed. There is no report of pt injury.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.